Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the overlay bezel assembly was replaced and the stylus was added and calibrated.

Event description:
It was reported that the touch screen for the programmer did not work and that the screen was broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.